Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had several issues the customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump battery does not last long, insulin squirts out during priming, and had failed battery test and motor error alarms. No troubleshooting was performed. The insulin pump is not expected to return for analysis.

Manufacturer narrative:
Insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. Insulin pump received with normal operating currents. No unexpected low battery alarm and failed battery alarm noted. Insulin pump primed properly. No motor error alarm noted. Motor passed motor test.